Event description:
One pectus bar & two lactosorb pectus stabilizers implanted in 2008. Approximately 1 week after discharge, the main bar partially flipped. At reexploration, the stabilizer on each side had buckled (forced a z configuration). Revision surgery was performed, all hardware was removed, a new bar with two metal stabilizers were placed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained, that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.